Manufacturer narrative:
MDR 1219913-2014-00291 was submitted on november 15, 2014 reporting an elevated advia centaur xp troponin ultra result that did not repeat on the same analyzer or on a second analyzer. Additional information - december 9, 2014. Siemens reviewed the service performed to the advia centaur xp and noted that a misaligned reagent probe 1 could potentially affect reagent delivery into the cuvette as this probe is used in the testing sequence for troponin ultra. Reagent delivery issues into the cuvette could potentially lead to a discordant result due to the probe calibration being out of specification.

Event description:
Customer observed an elevated advia centaur xp troponin ultra (tni ultra) result that did not repeat with additional testing on the same analyser or a second analyser. There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reporducible advia centaur xp troponin ultra result.

Manufacturer narrative:
The cause for the non-reproducible advia centaur xp troponin ultra result is unknown. The precision study performed by the customer indicates that the system is performing to specification. Siemens service went on site and performed a total service call. The wash manifold fluid delivery and aspiration were checked and found within specification. The acid and base delivery were within specification.. The probe calibrations were checked and it was found that probe 1 was not fully down in cuvettes. The calibration of the probe position was lowered and centered. No bleach contamination was found on the system. The advia centaur xp tni assay was calibrated and qc was run. All was acceptable. No conclusions can be drawn. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi."